Event description:
It was reported that during a low anterior resection procedure, the surgeon allegedly says that no staples were released and when instrument was checked there were no staples in the instrument. Surgeon had to anastomose by hand sewing technique. Extended or time by 45 minutes. Surgeon states because of extended or time, hosp stay was increased, also they alleged that since they could not achieve tension free and leak proof anastomosis morbidity has also been increased.